Manufacturer narrative:
Follow up information received on 28-apr-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). A hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated: however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter, micro-insert, or introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram one month later showed coil broken in tube in 2 separate parts but tubes were blocked. This event is non-serious and listed according to technical analysis. During difficult insertions, single cases of device breakage have been reported. Although in this case, the exact date and mechanism of this breakage have not been provided, considering its nature, causality with essure use cannot be excluded. Other non-serious event was also informed. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable.

Event description:
This is a spontaneous case report received from a physician in united states on 18-dec-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for contraception. On (B)(6) 2015 hysterosalpingogram showed coil broken in tube in 2 separate parts. Tubes were blocked. Paragard placed since could not depend on essure for contraception. Essure was not removed. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram one month later showed coil broken in tube in 2 separate parts but tubes were blocked. This event is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases of device breakage have been reported. Although in this case, the exact date and mechanism of this breakage have not been provided, considering its nature, causality with essure use cannot be excluded. Other non-serious events were also informed. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Other non-serious events were also informed. Further information and technical assessment is expected.

Manufacturer narrative:
(B)(4).